Event description:
It was reported that during patient treatment, when the co2 absorber was replaced, one of the two co2 absorber valves became dislocated from its original position. This resulted in a leakage and difficulties to ventilate the patient. After the co2 absorber valve had been repositioned, the unit worked as intended again. There was no harm to the patient. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.